Manufacturer narrative:
Investigation summary: two photos and eight loose 10ml syringes were received in a clear plastic bag and visually evaluated. It was observed five had stoppers detached and stuck in the bottom of the barrel facing the opposite direction. Two were missing plunger rods, three had no stoppers and three stoppers were loose in the bag. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing plunger rods and missing stoppers is associated with the detached stoppers. The stoppers are what hold the plunger rod in place by creating an air tight seal. The detached stoppers are associated with the assembly process. If the stopper dial becomes worn, they won't line up correctly with the plunger rods. No corrective actions are necessary based on the defective rate identified. Batch 9030991 is considered in compliance with our product specification requirements.

Event description:
It was reported that forty-six-thousand-seven-hundred-forty-two bd¿ syringe ll bns had plunger missing , or had loose stoppers inside syringes or carton boxes. Customer¿s verbatim: ¿ I have received notification that we have a total of 46,742 pcs of 301029 syringes that are rejected for various reasons. 1) missing plunger. 2) loose pistons inside the syringe. 3) loose pistons in the cartons. The lot#¿s for these rejections is 9030991. Received against por po 82113 & 82100. Thank you.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that forty-six-thousand-seven-hundred-forty-two bd¿ syringe ll bns had plunger missing , or had loose stoppers inside syringes or carton boxes. Customer¿s verbatim: ¿ I have received notification that we have a total of (B)(4) pcs of 301029 syringes that are rejected for various reasons: missing plunger; loose pistons inside the syringe; loose pistons in the cartons. The lot#¿s for these rejections is 9030991. Received against por po (B)(4). Thank you¿.